Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion and sheath detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used for diagnosis and delivered to the lesion. After performing pre-pullback, the physician tried to remove the catheter from the body, but the catheter was trapped with the calcification. When the physician tried to pull it, it was detached from clear part of the tip. The tip part was retrieved from the body using a non-bsc snare. The procedure was continued and post intravascular ultrasound (ivus) was performed. The procedure was completed with another with the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis revealed a broken/detached section in the distal tip assembly. The telescope assembly was able to properly pull back, advance, and retract. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion and sheath detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross imaging catheter was used for diagnosis and delivered to the lesion. After performing pre-pullback, the physician tried to remove the catheter from the body, but the catheter was trapped with the calcification. When the physician tried to pull it, it was detached from clear part of the tip. The tip part was retrieved from the body using a non-bsc snare. The procedure was continued and post intravascular ultrasound (ivus) was performed. The procedure was completed with another with the same device. No patient complications reported.